Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure. Prior examination of the rv lead had revealed high pacing impedance. Rv lead fracture was suspected due to the high impedance. The rv lead was explanted on (B)(6) 2021. No patient consequences were reported.